Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior spinal fusion. Intra-op, micropituitary broke. It was not discovered that some pieces were missing from this instrument until it was put back on the tray. Some pieces were recovered on back table. X-ray was ordered and was found negative. No patient complications were reported.